Event description:
Patient was revised due to loosening of the femoral stem and sleeve.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A warsaw and international complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence or product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.